Event description:
It was reported that during a stenting treatment procedure, the wallstent endoprosthesis was very difficult to visualize. The lesion being treated was located in the mildly calcified vena cava. The physician used a 7fr introducer sheath for vascular access, and an amplatz guide wire to cross the lesion. The physician had successfully deployed a wallstent-uni 12mm x 90 mm. During deployment of this wallstent-uni, the radiopacity of the stent was almost "zero." The physician experienced difficulty visualizing the stent, however, he was able to successfully deploy the stent. Patient status is listed as "okay."

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The cause of the difficulties experienced during the procedure could not be determined. A review of the manufacturing records for batch #8818857 shows that the device met its material, assembly and product specifications at the time of its release to distribution.